Event description:
Imprecise tacrolimus results were obtained on three patient samples. Patient results were reported to the physician. Imprecision was noted within the laboratory and repeat runs were performed. Corrected results were reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the imprecise tacrolimus results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise tacrolimus results is an instrument malfunction. The customer and a siemens healthcare diagnostics field service engineer (fse) dispatched to the account and performed troubleshooting operations including replacement and alignment of the reagent probes. Note: the tacrolimus flex(r) reagent cartridge instructions for use states; "a test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage." The instrument is performing within specifications. No further evaluation of the device is required.